Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: this issue is being closed because the device has not been returned to a mitek service center for evaluation. No corrective action is required. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the pump had no suction during a procedure. Customer used a second pump to complete the procedure. Procedure was prolonged for 2-3 minutes. No patient consequences. Device being returned.